Event description:
It was reported that the patient presented to the hospital experiencing heart failure symptoms and discomfort. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited high pacing impedance, high capture threshold and phrenic nerve stimulation at low outputs. CT-scan confirmed that the lv lead had dislodged. Additionally, the lv lead failed to reach the targeted position during the lead revision procedure. The lv lead was explanted and replaced on (B)(6)2024. The patient was in stable condition.

Manufacturer narrative:
Correction: section d10 - concomitant medical products and therapy dates was updated.

Manufacturer narrative:
The reported events were lead dislodgement, high pacing impedance, unacceptable threshold, extra cardiac stimulation and operation issue. A complete lead was returned in one piece. The reported events of high pacing impedance and unacceptable threshold were not confirmed. Final analysis found no indication of conductor fractures or internal shorts. No anomalies were noted except for procedural damage. The s-curve height was measured to be within specification.